Event description:
It was reported that during a percutaneous coronary intervention procedure a guide wire fracture occurred. While attempting to withdraw the 182cm choice guide wire from a 2.25x12mm non bsc stent delivery system, the guide wire fractured at the mid portion. The choice guide wire was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is listed as fine.

Event description:
It was reported that during a percutaneous coronary intervention procedure a guide wire fracture occurred. While attempting to withdraw the 182cm choice guide wire from a 2.25x12mm non bsc stent delivery system, the guide wire fractured at the mid portion. The choice guide wire was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
Device evaluated by manufacturer: one device was received in a generic plastic bag and with the peel-off label attached. After visual inspection before decontamination process, device presents the body kinked, device was received in two segments and also was received an unknown catheter. The visual inspection was performed and the device returned fractured in two sections: part 1(proximal) and part 2 (distal); both sections are severely kinked along the body. Dimensional inspection was performed and all the outer diameter was taken; all of them are according specifications. The returned device was sent for external analysis (mtac lab) to determine the fracture failure mode. The mtac lab returned the following results: sample 1 presented evidences of cyclic multidirectional bending with a final tension overload event and sample 2 presented evidences of cyclic multidirectional bending. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Manufacturer narrative:
(B)(4).